Event description:
Reporter indicated a vns patient had died after an emergency room visit for status epileptics. Advanced cardiac life support measures were unable to revive the patient. The emergency room patient record states the patient expired from status epileptics, cardiac arrest, and poor venous access. The possibility of a pulmonary embolus due to the patient's recent hip surgery was also mentioned in this record. The explanted lead and generator are currently in product analysis. The reporter has stated the relationship between the vns and the death is unknown.